Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and medications were not populating. A technical support specialist checked under facility search and confirmed that the patient was listed there. It was determined that the user had been unaware of the facility search option. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient profile and medications was not showing up at stations 4west1 and 4west2. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.